Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative empty packaging for a tapered screw-vent implant (tsv4b11) was returned for investigation. Visual evaluation of the as returned packaging identified that both inner and outer packaging had been previously opened by the customer ¿ no implant was identified inside packaging. Device history record (DHR) review for the lot (1229829) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the packaging process. No malfunction or nonconformance was identified (images 8 ¿ 10). Complaint history review was performed for the reported lot number (1229829) for similar events and no other complaint was identified. Therefore, based on the available information, packaging malfunction did occur ¿ the packaging was returned empty and damaged. However, the reported event could not be verified since the condition of the products/packaging as received by the customer is unknown/nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date not applicable. Explant date not applicable.

Event description:
It was reported that while opening the implant packaging it was empty. The procedure was completed using another implant.